Event description:
The customer reported that the remote interface joystick was not working and the system was unusable. This would cause a loss of motorized movements. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable.